Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and menorrhagia ("excessive and abnormal bleeding during menstruation") in a 37-year-old female patient who had essure (batch no. 626157) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test. Hsg was not done due to continual bleeding". The patient's past medical history included depression, melancholia, anxiety, mood swings, premenstrual syndrome, tiredness, condom from 2003 to 2007, birth control pill from 2007 to 2008, dysmenorrhea, mood swings and depression. Previously administered products included for prevent pregnancy: iud from 23-jul-2007 to 28-apr-2008; for fever: doxycycline; for an unreported indication: antidepressants. Concurrent conditions included sore throat, numbness in hand (right), muscle weakness upper limb, carpal tunnel syndrome and yeast vaginitis. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced rash ("rash") and urticaria ("hives"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/seems to be an inch or two on penetration") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced ovarian cyst ("ovarian cyst/pain in the left side near ovary"), libido decreased ("decreased libido"), adenomyosis ("adenomyosis") and uterine leiomyoma ("fibroids/lower left side pain due to fibroids"). On (B)(6) 2010, the patient experienced fatigue ("fatigue") and arthralgia ("pain: joint pain in knee"). On (B)(6) 2010, the patient experienced blepharitis ("blepharitis"), conjunctivitis allergic ("allergic conjunctivitis"), eye swelling ("periorbital swelling") and eyelid ptosis ("eyelid droop"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("right lower quadrant abdominal pain"), neck pain ("pain: neck"), back pain ("pain: lower back pain") and uterine spasm ("pain: uterine cramps"). On (B)(6) 2011, the patient experienced feeling abnormal ("brain fog"). On (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("common migraine"). On (B)(6) 2013, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2014, the patient experienced pelvic adhesions ("severe pelvic adhesions involving the omentum & anterior abdominal wall and the uterus and the anterior"). On an unknown date, the patient experienced dizziness ("dizziness"), vaginal discharge ("vaginal discharge") and coagulopathy ("clotting disorder"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy-oophorectomy/laparoscopy lysis of adhesions) and surgery (dilatation and curettage with hysteroscopy and thermachoice endometrial ablation ((B)(6) 2010)). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, eye swelling, dysmenorrhoea, ovarian cyst, rash, urticaria, arthralgia and back pain had resolved. At the time of the report, the fatigue, dizziness, blepharitis, conjunctivitis allergic, eyelid ptosis, headache, vaginal discharge, migraine, abdominal pain lower, anxiety, depression, libido decreased, adenomyosis, uterine leiomyoma, pelvic adhesions, neck pain and uterine spasm outcome was unknown and the feeling abnormal and coagulopathy had resolved. The reporter considered abdominal pain lower, adenomyosis, anxiety, arthralgia, back pain, blepharitis, coagulopathy, conjunctivitis allergic, depression, dizziness, dysmenorrhoea, dyspareunia, eye swelling, eyelid ptosis, fatigue, feeling abnormal, headache, libido decreased, menorrhagia, migraine, neck pain, ovarian cyst, pelvic adhesions, pelvic pain, rash, urticaria, uterine leiomyoma, uterine spasm, vaginal discharge and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, menorrhagia." Most recent follow-up information incorporated above includes: on 13-jun-2018: reporter information was added. This case concerns 37 year old patient. Essure removal date/indication and lot number were added. Following events: abnormal bleeding (vaginal); dyspareunia; blepharitis; allergic conjunctivitis; periorbital swelling; eyelid droop; dysmenorrhea; headaches; vaginal discharge; common migraine; ovarian cyst; right lower quadrant abdominal pain; anxiety; depression; rash; hives, decreased libido, adenomyosis, fibroids/lower left side pain due to fibroids; ovarian cyst/lower left side pain due to ovarian cyst; pelvic adhesions; joint pain in knee; brain fog; pain: neck; lower back pain; uterine cramps; clotting disorder and did not undergo an essure confirmation test. Hsg was not done due to continual bleeding. She had recovered from following events: pain in the left side near ovary, cramping; bleeding, clotting; chronic pelvic pain; lower back pain; joint pain; hives/rashes and eye swelling; brain fog and dyspareunia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and menorrhagia ("excessive and abnormal bleeding during menstruation") in a 37-year-old female patient who had essure (batch no. 626157) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test. Hsg was not done due to continual bleeding". The patient's past medical history included depression, melancholia, anxiety, mood swings, premenstrual syndrome, tiredness, condom from 2003 to 2007, birth control pill from 2007 to 2008, dysmenorrhea, mood swings and depression. Previously administered products included for prevent pregnancy: iud from (B)(6) 2007 to (B)(6) 2008; for fever: doxycycline; for an unreported indication: antidepressants. Concurrent conditions included sore throat, numbness in hand (right), muscle weakness upper limb, carpal tunnel syndrome and yeast vaginitis. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced rash ("rash") and urticaria ("hives"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/seems to be an inch or two on penetration") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced ovarian cyst ("ovarian cyst/pain in the left side near ovary"), libido decreased ("decreased libido"), adenomyosis ("adenomyosis") and uterine leiomyoma ("fibroids/lower left side pain due to fibroids"). On(B)(6) 2010, the patient experienced fatigue ("fatigue") and arthralgia ("pain: joint pain in knee"). On (B)(6) 2010, the patient experienced blepharitis ("blepharitis"), conjunctivitis allergic ("allergic conjunctivitis"), eye swelling ("periorbital swelling") and eyelid ptosis ("eyelid droop"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("right lower quadrant abdominal pain"), neck pain ("pain: neck"), back pain ("pain: lower back pain") and uterine spasm ("pain: uterine cramps"). On (B)(6) 2011, the patient experienced feeling abnormal ("brain fog"). On (B)(6) 2012, the patient experienced headache ("headaches") and migraine without aura ("common migraine"). On (B)(6) 2013, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2014, the patient experienced pelvic adhesions ("severe pelvic adhesions involving the omentum & anterior abdominal wall and the uterus and the anterior"). On an unknown date, the patient experienced dizziness ("dizziness"), vaginal discharge ("vaginal discharge") and coagulopathy ("clotting disorder"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy-oophorectomy/laparoscopy lysis of adhesions) and surgery (dilatation and curettage with hysteroscopy and thermachoice endometrial ablation ((B)(6) 2010)). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, eye swelling, dysmenorrhoea, ovarian cyst, rash, urticaria, arthralgia and back pain had resolved. At the time of the report, the fatigue, dizziness, blepharitis, conjunctivitis allergic, eyelid ptosis, headache, vaginal discharge, migraine without aura, abdominal pain lower, anxiety, depression, libido decreased, adenomyosis, uterine leiomyoma, pelvic adhesions, neck pain and uterine spasm outcome was unknown and the feeling abnormal and coagulopathy had resolved. The reporter considered abdominal pain lower, adenomyosis, anxiety, arthralgia, back pain, blepharitis, coagulopathy, conjunctivitis allergic, depression, dizziness, dysmenorrhoea, dyspareunia, eye swelling, eyelid ptosis, fatigue, feeling abnormal, headache, libido decreased, menorrhagia, migraine without aura, neck pain, ovarian cyst, pelvic adhesions, pelvic pain, rash, urticaria, uterine leiomyoma, uterine spasm, vaginal discharge and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality -safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), fatigue ("fatigue"), feeling abnormal ("brain fog") and dizziness ("dizziness"). The patient was treated with surgery (on (B)(6) 2016,underwent a hysterectomy). At the time of the report, the pelvic pain, menorrhagia, fatigue, feeling abnormal and dizziness outcome was unknown. The reporter considered dizziness, fatigue, feeling abnormal, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.